Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The recipient was implanted on (B)(6) 2018 and first issue appeared few days later in the area of the cranial end of the implant close to the incision. In the further course, complete dissolution of the skin above the implant occurred. Cleaning and care of the wound was repeatedly attempted and plastic surgery covering of the site was performed in (B)(6) 2019. Unfortunately, also this dissolved above the implant. Finally, the recipient presented on (B)(6) 2019 with a completely exposed implant including electrode. The device was eventually explanted and no new device has been implanted. In the meantime the wound has completely closed.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. Damages found during investigation are related to the explantation surgery. This finding was expected, because according to the recipient report the device was explanted due an extrusion of the device through the skin. Reportedly, the recipient experienced the same problem with a previous device from another manufacturer and suffers from psoriasis, therefore a device unrelated medical problem seems likely i.e. Hypersensitivity to pressure was hypothesized. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. No available information points to the device having caused or contributed to the observed symptoms. This is a final report.

Event description:
Few days after implantation skin issues appeared around the cranial end of the implant close to the incision. In the further course, complete dissolution of the skin above the implant occurred. The surgeon suggested that necrosis might have been caused by hypersensitivity to pressure. Finally, the recipient presented on (B)(6) 2019 with completely exposed implant including the electrode and was subsequently explanted. Afterwards the wound has completely closed and is not irritated. The recipient had an implant from another manufacturer prior to this one and the same exact problem happened. Because of this re-occurring problem, re-implantation will not take place.